Event description:
A customer reported that the coulter act diff hematology analyzer leaked approximately a quarter of a cup of fluid onto the counter underneath the bath area of the instrument. The customer was wearing gloves and was running quality controls on the instrument at the time of the occurrence. The material safety data sheet was reviewed, and there is an exposure control plan in place at the facility. There was no report of injury or exposure, and medical attention was not sought. No erroneous patient results were generated in connection to the leak. Beckman coulter field service engineer (fse) found the tubing from the baths to the waste (lv13) was plugged with unknown material. The fse replaced the tubing to resolve the issue.

Manufacturer narrative:
(B)(4).